Event description:
The pt was bilaterally implanted with a smooth becker expander/mammary prosthesis on 04/25/1996. Subsequently, the pt experienced bilateral capsular contracture and breast pain. The devices were removed on 06/19/1997.